Event description:
During procedure, provider made it to cecum and monitor screen went black with error code "scope communication err (b30) contact olympus". Had previously been sent out for repair. Was returned and put back into rotation for use; sn (B)(4). Scope was cleaned, attempted to connect to different processor and received same error code. FDA safety report ID # (B)(4).